Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege inflammatory arthropathy; lymphocytic type response; fluid accumulation; leg length discrepancy; altered and weakened gait and balance; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal; mechanical complications; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity; avascular necrosis and pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013 - medical declaration and decontaminated sheets have been received. Part and lot for the cup and head have been provided, as well as the date of revision.

Manufacturer narrative:
Updated: examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi: (B)(6) 2009. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.